Manufacturer narrative:
(B)(4). Implant date added.

Event description:
It was reported that the procedure was to treat a lesion in the circumflex artery, pre-dilatation was performed with an unspecified balloon dilatation catheter (bdc) at 18 atmospheres for 20 seconds. Additionally, the patient had 5 non-abbott stents implanted in the circumflex artery successfully. A 2.25x15mm xience prox stent delivery system was advanced without any resistance noted and the stent intended to be implanted; however, the stent slipped from the delivery catheter. After several attempts were made to retrieve the stent with an unspecified bdc the stent was finally placed in the lesion. Post-dilatation was performed. A 2.25x12mm xience prox sds was then advanced without any resistance noted and the stent intended to be implanted in the proximal circumflex; however, the same issue occurred and the stent slipped from the delivery system. Another non-abbott bdc was used in order to retrieve the stent and was able to implant the stent in lesion. Post-dilatation was performed on the 2.25x12mm xience prox stent. A 2.25x08mm xience prox sds was intended to be advanced; however, resistance was met with the patients anatomy and the sds failed to cross. Another same size xience stent was implanted successfully. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was requested.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The 2.25x15 xience prox device referenced is being filed under a separate medwatch MFR number. The xience prox device is currently not commercially available in the us.; however, it is similar to a device sold in the us.